Event description:
The subject underwent endovascular repair of aaa using the ovation prime abdominal stent graft system on (B)(6) 2013. During the original implant procedure, and prior to post dilatation of the iliac limbs, the 16f introducer sheath was inadvertently backed out of the access vessel on the contra side. The physician decided to not re-introduce the 16f sheath and to forego the ballooning on the contralateral side. The pt returned for the 30-day routine f/u and there was evidence of narrowing of the left (contra) iliac limb; there were no evidence of endoleaks. The subject returned for a re-intervention on (B)(6) 2013, for a planned placement of a stent to open up the contra limb. During the re-intervention, the physician believed that stenting was no longer required since the narrowing of the limb was minimal (less than 20%); the physician decided to balloon the limb since access had already been achieved. The physician does not believe that this event is device related, but rather procedure related.